Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept beeping occluded when using the non- dehp mico volume extension set (2n3348) transfusing packed red blood cells (prbc) for a neonate. The event happened during blood transfusion at the neonatal intensive care unit (nicu). There was no known patient injury or medical intervention associated with this event. No additional information is available.